Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: 1. What is the surgeon¿s experience with this stratafix suture? He was using v-loc, and dr. (Please refer to the attached email) starting using in may where I worked many cases with him, and he quickly understood stratafix symmetric technology, and the appropriate tension to apply when using the robot and stratafix. 2. 3. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: 4. Name of index surgical procedure? Robotic ventral hernia repair. 5. 6. The diagnosis and indication for the index surgical procedure? Robotic ventral hernia repair. 7. 8. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. 9. 10. (Stratafix symmetric) was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Above. 11. 12. (Stratafix symmetric) were two reverse stitches performed across the incision prior to closure? The suture snapped before getting to end of closure. 13. 14. Please describe the appearance of the suture when the event occurred? Suture looked normal. 15. 16. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Dr.(B)(6) stated ¿ the suture snapped under normal tension while I was suturing¿. ¿it snapped in the middle of the repair¿. 17. 18. Were there any patient stress factors that led to the suture breaking? No. 19. 20. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? No, looked normal. 21. 22. Other relevant patient history/concomitant medications? No other factors. 23. 24. What is the physician¿s opinion as to the etiology of or contributing factors to this event? ¿it was under normal tension and while suturing it snapped!¿ ¿full disclosure, I do not trust the product anymore!¿ 25. 26. What is the patient's current status? No reported issues. 27. 28. Will product be returned? If so, please provide the return date and tracking information. I have a sterile stratafix symmetric code sxpp1a433 from the same lot to return the product. I do not have the original suture that was used. The lot # 105r6r. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2025 and barbed suture was used. The surgeon reported to the sales representative that during a ventral procedure, when suturing under normal tension, the stratifix symmetric snapped. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code sxpp1a433. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.